Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was swelling and redness at pocket site. There were no known external, environmental, or patient factors that contributed to the issue. The physician saw the patient for infection. The steps taken to resolve the event were physician visits and antibiotics. The device was explanted due to infection. The device was discarded. The issue was resolved at the time of event.